Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer broke while attempting to stretch the balloon. The catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 21864, was returned and analyzed. Visual inspection of the balloon catheter showed the luer was broken. Smart chip verification indicated the catheter was used for 9 injections. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the broken luer was confirmed through testing. The balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.